Manufacturer narrative:
It was reported that a female patient, with a wound drain inserted in the lumbar area of the back, required additional surgery to remove a portion of the wound drain due to the wound drain breaking off inside of the patient postoperatively when the patient care tech was attempting to remove the drain. According to the facility operating room manager, prior to patient discharge from the hospital, the patient care tech was instructed to remove the drain on postop day 2. When the patient care tech went to remove the drain it broke at the clear plastic tubing leaving the white perforated section in the patient. The patient was returned to surgery the next day to remove the remaining portion of the drain and required an additional night stay in the hospital. The patient is reported to be doing well. The sample is not available to be returned to the manufacturer for evaluation. Aside from the additional surgery, there was no report of any adverse patient consequence and no effect on the patient's stability as a result of the incident. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the wound drain was removed postoperatively and broke in half during removal resulting in the patient requiring additional surgery to retrieve the retained portion of the drain.